Event description:
Telemetry box was on a patient when the monitoring room person reported a 38 second pause (loss of signal). Patient was asymptomatic in the bathroom. EKG normal. Later, after box was taken off of the patient, it read the same asystole pattern when it should have read no signal. Sent box for diagnostics to biomed.biomed tested the device and no problem was found. All required tests were within normal operating parameters operating to the manufacturer specifications and returned unit to service.